Event description:
During a low anterior resection procedure, staples were malformed at 1st firing. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the instrument. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionally with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. Cartridge batch# a5am85